Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x0.75in leaked. Before the user used the catheter, the hub and cannula connection were found to leak fluid.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a leak near the nose of the adapter. Split tubing was observed on the catheter tubing at the flaring site at the metal wedge. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed. At the isam machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was swaged onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing could be caused by over-flaring at the metal wedge, which caused the tubing to over-expand and split during assembly. Additionally, the surface defect that looked like scratch marks were also observed on the tubing surface. However, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible cause of the split tubing, which could cause tubing to be weakened and split when flared onto the metal wedge during assembly. Another possible cause of the tubing surface defect could be due to die build up which caused die scratches and layer adhesion peel-off. Current controls include an outgoing functional test and an in-process visual inspection to check for catheter adapter damage which could cause leakage. The manufacturing specification was revised to include a flare length lower control limit (lcl). The daily process form was also revised by adding flare length vision challenge to detect under lcl. Addition of a cleaning of the die after each produced spool was included in the in-process inspection form.

Event description:
No additional information.